Event description:
Pt dialyzed without incident until last 5-10 mins. When dialyzer clotted treatment was discontinued and pt discharged to nsg home. She was later sent to the hosp where hemolysis was identified. Pt died on 3/7/96.